Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 80% stenosed, 33mm in length, concentric, de novo target lesion was located in the moderately tortuous, mildly calcified, and 3-3.5mm in diameter right coronary artery (rca). The lesion contained >45 and <90 degrees bend. After a 6 fr 3.5 jr guide catheter cannulated the rca and a non-bsc guide wire crossed the lesion, pre-dilation was performed using a 2.5x10 non-bsc balloon catheter. A 3.50x38mm promus element¿ long drug-eluting stent was advanced to the lesion; however, resistance was felt. The stent was taken out and it was noticed that the distal most part of strut was lifted. A 3.5x38 promus element drug-eluting stent was then deployed and was post-dilated with a 3.75x12 non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found distal stent damage with struts on the first row lifted proximally from the stent profile. A snap gauge was used during examination to measure the crimped stent outer diameter (od) on the undamaged side which is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 80% stenosed, 33mm in length, concentric, de novo target lesion was located in the moderately tortuous, mildly calcified, and 3-3.5mm in diameter right coronary artery (rca). The lesion contained >45 and <90 degrees bend. After a 6 fr 3.5 jr guide catheter cannulated the rca and a non-bsc guide wire crossed the lesion, pre-dilation was performed using a 2.5x10 non-bsc balloon catheter. A 3.50x38mm promus element long drug-eluting stent was advanced to the lesion; however, resistance was felt. The stent was taken out and it was noticed that the distal most part of strut was lifted. A 3.5x38 promus element drug-eluting stent was then deployed and was post-dilated with a 3.75x12 non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.